Manufacturer narrative:
The 5554-53 lead (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular lead was noted to have high/undefined pacing impedance. The right atrial lead was noted to have noise. The leads were capped and replaced. No further patient complications have been reported as a result of this event.